Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller about the malfunction, assisted with a pump reset, and the customer continued to use the pump for insulin therapy.